Event description:
A pump malfunction was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information and assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred.